Event description:
A customer reported for having an intermittent communication failure/intermittent stoppage during run of instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4). No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Several steps were taken to correct starting with usb pass thru replacement and bypass, computer replacement, controller replacement, block and power amplification replacement, and finally ccd camera and power supply replacement. This is the initial and final report for this issue.